Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the pump showing a fill estimate issue. The customer¿s blood glucose level was not adversely impacted. Technical support assisted the customer in reloading the same cartridge and instructed them to deliver a bolus to update the insulin estimate. This resolved the issue, and the difference in displayed and expected values was no longer greater than 30 units.